Event description:
Staff had just bathed, resident, they were trying to attach the tcs to the chair which became detached from the hoist and the patient and the chair fell to the floor. The patient suffered bruising to her face and legs.